Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer visited to the site and confirmed the reported problem. After reviewing the log, fse identified that suite pc error. Fse reinstalled the suite pc software and restored all configurations. To resolve the problem, fse replaced the (touch screen module) tsm and reloaded the tsm software and return part for further analysis and it found no connection at tsm and led is off, and no communication is occurring. After replacing the tsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.